Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Evaluation on the returned sample: lens was twisted and remained inside the nozzle. The volume of used viscoelastic material appears to be enough. The top flange was pushed down correctly. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter 23.0 into the patient's eye, "when pushing the rod, stopped to use the serial because position of lens was different from usual at confirmation point." The lens was not used and there was no patient contact with this lens. This occurred on (B)(6) 2019.